Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("right iliac fossa pain radiating in posterior, sudden bout of pain in right iliac fossa") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "0 coils seen at the left" on (B)(6) 2016 and contraindicated device used "menorrhagia at insertion" on (B)(6) 2016. The patient's medical history included parity 2. Still have regular bleedings. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and metrorrhagia ("still have regular bleedings: metrorrhagia"). The patient was treated with analgesics, phloroglucinol; trimethylphloroglucinol (spasfon) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and metrorrhagia outcome was unknown. The reporter considered abdominal pain lower and metrorrhagia to be related to essure. The reporter commented: insertion of hysteroscopy was simple. Normal size of uterine cavity. 2 tubal orifices were visible. Essure was inserted. 6 coils seen at the right and 0 coils seen at the left. Cavaterm procedure performed for menorrhagia. Contraception provided during 3 months until control. The patient described sudden bout of pain in right iliac fossa which were not relieve with spasfon (phloroglucinol, trimethylphloroglucinol) and usual analgesic treatments. Those pain episodes were not present before essure placement. The reporter was wondering if it could be an ovarian torsion. Laparoscopic subtotal hysterectomy report on (B)(6) 2017: patient consulted for persistent metrorrhagia despite cavaterm and for pelvic pain. It was decided to perform laparoscopic subtotal hysterectomy with ovarian and tubal conservation. Anesthesia performed. Normal uterus. 2 appendices were normal. No endometriosis lesions. Surgery duration: 60 minutes. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: details from essure insertion and removal procedures were provided. The event "ovarian torsion suspicion" deleted due to normal appendices during hystectomy. New events reported: 0 coils seen at the left and menorrhagia at insertion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("right iliac fossa pain radiating in posterior, sudden bout of pain in right iliac fossa") and adnexal torsion ("ovarian torsion suspicion") in a (B)(6) year-old female patient who had essure inserted. Medical conditions: still have regular bleedings. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and adnexal torsion (seriousness criterion medically significant), 4 months 31 days after insertion of essure. The patient was treated with analgesics, phloroglucinol;trimethylphloroglucinol (spasfon) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower and adnexal torsion outcome was unknown. The reporter provided no causality assessment for adnexal torsion with essure. The reporter considered abdominal pain lower to be related to essure. The reporter commented: the patient described sudden bout of pain in right iliac fossa which were not relieve with spasfon (phloroglucinol, trimethylphloroglucinol) and usual analgesic treatments. Those pain episodes were not present before essure placement. The reporter was wondering if it could be an ovarian torsion. Further company follow-up with the lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.